Event description:
Left total knee arthroplasty performed on me (B)(6) 2018. Surgical report indicates the components used in this case were: depuy attune posterior stabilized femur & depuy attune posterior stabilized tibial components. During postop visit with surgeon on (B)(6) 2018 it was noted that I still had aching pain, swelling, much stiffness, I walked with a limp, and still needed to use a single cane. My flexion had been reported to him as only 60 degrees (I'm assuming by physical therapist), however during this follow up visit I could only get to 40 degrees flexion, in spite of rigorous physical therapy & the use of a cpm machine at home. As a result, the surgeon determined he would need to perform left knee manipulation under anesthesia (mua). Manipulation was performed on me (B)(6) 2019. In spite of continued rigorous, daily physical therapy & the use of a cpm machine at home I was still not reaching a desired goal of 90-120 degrees flexion. In (B)(6) 2019, I ended pt with approximately a 90-degree bend, I returned to work, while continuing pt and home exercise. My flexion regressed, I continued to have pain, swelling & stiffness. I continued to need a cane for assistance with walking. I moved out of (B)(6), sought the care of a different ortho doctor, who referred me to yet another ortho doctor in (B)(6). Neither of these doctors had an answer as to why I couldn't bend my knee or bothered to do any testing. Flexion is only about 65% at this point. I enrolled in an 8-week medical fitness program which included more physical therapy. That ended, I sought the help of yet another physical therapist with some relief of pain and stiffness achieved, but not much more flexion. I then tried aqua therapy. Finally, in (B)(6) of 2022, I met with an orthopedic surgeon who suspected my implant was loose, based on his findings on an x-ray taken during this 1st consult him. Further testing was done, including a bone scan, which among other things, indicated that "images show significant uptake around the knee prosthesis, more than typical, and most pronounced beneath the medial tibial plateau component and around the femoral component. This raises the possibility of loosening." During this time I had only about 35% left knee flexion. A complex total knee revision surgery was performed (B)(6) 2022. Surgery notes indicate "there were areas of loosening involving both the femoral and tibial components". Between the original tkr(total knee replacement) and the revision surgery I had to quit my job due to immobility, go on disability and (B)(6) and generally suffer pain & discomfort for 4 years. By not being able to bend my knee more than 35 degree, I could not sit comfortably or walk properly, resulting in back and hip pain too. All this suffering, loss of income, loss of social life, and more due to having knee surgery, which I was hoping would improve my quality of life, not practically destroy it! The CT scan indicated "there is a left knee arthroplasty with cemented femoral and tibial components and patellar resurfacing. There is no evidence of peri prosthetic fracture. There is lucency along the bone-cement interface of the tibial tray, most pronounced at the posterior-medial aspect. This measures up to 3 mm in thickness." "There is no discreet lucency at the femoral component, but significant radiotracer uptake on concurrent bone scan."